Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer called to report that when the safety button is pressed the needle does not retract. No pt harm reported. Doe unknown.

Manufacturer narrative:
Our quality engineer inspected the samples for evaluation. Your report that the needle does not retract when the safety button is pressed could not be confirmed from the representative 22ga insyte autoguard units that were received in sealed unit packaging from lot #5115177. A functional test revealed that each needle fully retracted and the retraction time was within specification. No damage or defects were identified on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.